Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented via merlin.net. Review of the transmission revealed that the right ventricular lead exhibited low impedance. No intervention was reported. The patient was stable and would continue to be monitored.